Manufacturer narrative:
(B)(4). Medical products: femur cemented cr cat#: 42502006201 lot#: 62426805. All poly patella cemented cat#: 42540000029 lot#: 62661832. Tibia cemented 5 degree stemmed cat#: 42532006701, lot#: 63115242. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was experiencing instability. Operative notes also indicate that the patient was experiencing effusion.

Manufacturer narrative:
Reported event was able to be confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.